Manufacturer narrative:
(B)(4). Approximate age of device - 6 days. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after the initial implant on (B)(6) 2016, the patient experienced an unreported massive gastrointestinal bleed (gib) with severe symptomatic anemia, secondary to diverticular bleed. The patient experienced recurrent gib secondary to large arteriovenous malformation, and the site was cauterized. Aspirin was discontinued. The event date is approximate.

Manufacturer narrative:
A correlation between the device and the report of bleeding could not be conclusively determined. Following the report of gastrointestinal bleeding, the patient remained ongoing on vad-(B)(4) until they underwent a pump exchange on (B)(6)2017 due to pump thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00572. Extensive thrombosis was confirmed during the evaluation of the returned pump. Examination of the blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.